Event description:
In 2005 pt admitted to other facility for complete heart block. Pt also had a quinton catheter in the right femoral vein and a dialysis catheter in left forearm. Quinton catheter was removed. On that same day the in 2005, the pt underwent surgical implantation of suspect medical devices at the other facility. Later on pt went to her physician's office and reported dark material draining from the pacemaker incision. She was admitted to reporting facility and on the following day in 2005, the pt underwent surgical removal of suspect medical devices followed by implantation of the temporary vvi lead through the right femoral vein into the right ventricle. Pt was treated with antibiotics postoperatively and remains hospitalized in the cardiac care unit as of date of report.

Event description:
Per copy of medwatch report received fro arlington memorial hospital in arlington, tx. 10/18/05 patient admitted to other facility for complete heart block. Patient also had a quinton catheter in the right femoral vein and a dialysis catheter in left forearm. Quinton catheter was removed. 10/18/05 patient underwent surgical implantation of suspect medical devices at the other facility. 10/31/05 patient went to her physician's office and reported dark material draining from the pacemaker incision. She was admitted to reporting facility on 10/31/05 and on 11/01/05 underwent surgical removal of suspect medical device followed by implantation of a temporary vvi lead through the righ femoral vein into the right ventricle. Patient was treated with antibiotics postoperatively and remains hospitalized in the cardiac care unit as of date of report 11/08/05.